Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation procedure, the sheath was removed from the package and it was observed that the tip was bent. The sheath was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the images files and the 10fcc13 sheath with lot number 0012304237 were returned and analyzed. The first image file showed the distal part of the sheath inside the clear plastic packaging tray, with the tip of the shaft slightly bent. The second image showed the distal part of the unpacked sheath on the operating field, where the shaft also appeared to be bent. The lot number was not visible in the images. Visual inspection of the handle area was performed and no anomaly was observed. Visual inspection of the shaft area was performed and identified a kink on the distal shaft at 1.82 inches from the tip. Visual inspection of the dilator was performed did not reveal any anomalies. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05056 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01494 psig and in an acceptable range. In conclusion, the reported shaft kink was confirmed during analysis and the sheath did not pass the returned product inspection as a result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.